Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The lot 6005763 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 03 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 02 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: packaging the lot 6005763 was manufactured according to the wi version 111 in the line 7, on 26/feb/2024, with a total of (B)(4) units. Gluing of tubing the lot 4b03604 was manufactured according to the wi version 61 in the gluing of tubing in the machine sc01, on 26/feb/2024, with a total of (B)(4) units. The lot 4b04355 was manufactured according to the wi version 61 in the gluing of tubing in the machine sc01, on 24/feb/2024, with a total of (B)(4) units. The lot 4b05351 was manufactured according to the wi version 61 in the gluing of tubing in the machine sc09, on 26/feb/2024, with a total of (B)(4) units. The lot 4b02048 was manufactured according to the wi version 60 in the gluing of tubing in the machine sc03, on 22/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 31/mar/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6005763 and no other complaint has been registered in database for the same lot 6005763 and malfunction code. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production related to the malfunction reported, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.